Event description:
It was reported that the patient was presented in clinic with noise on the atrial lead. The noise could be reproduced in clinic. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found that the lead was returned in two pieces. Insulation abrasion exposing the outer coil was noted at 36.6 cm to 36.8 cm from distal tip. The abrasion was consistent with that of exposure to friction with another implantable device. This most likely caused the noise reported from the field.